Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: investigation revealed a battery compartment leak due to secondary damages to the pump housing. Corrosion was observed in the battery compartment and on the motor flex connector. Unrelated to the original complaint, the pump powered on to a dim and discolored display. In addition, investigation revealed cracks in the battery compartment and in the pump casing.